Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. X-ray images provided demonstrating hour glass like deformation of the stent in the area of the stent brake, and the condition of the returned delivery system confirmed that the stent adhered to the inner catheter leading to expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which was considered a further indication that the stent adhered to the stent brake after deployment. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 10/2022). H11: d3, h6 (method, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent deployment procedure, the stent distal end allegedly had difficulty to deploy. It was further reported that stent was stuck with delivery system and released after few minutes. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022). Device pending return.

Event description:
It was reported that during stent deployment procedure, the stent distal end allegedly had difficulty to deploy. It was further reported that stent was stuck with delivery system and released after few minutes. There was no reported patient injury.